Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The detergent used for pre-cleaning is aniosyme x3. The instrument/suction channel, the suction cylinder, the instrument channel port, the balloon channel, and the distal end/ areas around elevator are cleaned using a brush. The scopes are manually disinfected using aniosyme x3. The automated endoscope reprocessor (aer) used is a soluscope 4 (non-olympus), using soluscope cln detergent, and soluscope paa disinfectant. Scopes are stored horizontally. Olympus is the maintenance company for the scope. The scopes are not sterilized. The aer was also tested for microbiological contamination; however, the test results were not provided. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 100 colony forming units (cfus) of escherichia coli, greater than 100 cfus of pseudomonas aeruginosa, greater than 100 cfus of klebsiella pneumoniae, and greater than 100 cfus of revivable micro-organisms. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation from the device instructions for use (IFU) was confirmed by review of reprocessing steps provided from the user: ·flushing was not performed for air/water channel or auxiliary water channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - distal end cap cover insulation < threshold - light guide rod lens (2x) cracked - distal end cap cover scratched - bending section rubber gluing worn out - connecting tube wrinkle 10mm from glue - air/water cylinder scratched - suction cylinder scratched - switch 1 wear and tear - universal cord wrinkle - less angulation - biopsy channel exchange as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviation from the device IFU caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU also states to conduct: ¿flush the air/water channel with water and air¿¿¿ and ¿flush the auxiliary water channel ¿ in section "precleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.